Manufacturer narrative:
Initial.

Event description:
It was reported that the user was kayaking with the ilet pump placed in a zip-lock bag, the pump became wet, would not power on even when placed on the charger, and the user reverted to backup therapy using subcutaneous insulin; the event involved moisture damage associated with the device seal. Symptoms included hyperglycemia with a reported blood glucose of 348 mg/dl and dizziness. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at the seal resulting in moisture ingress and device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.